Event description:
It was reported that the (1) tsw35 was used during a laparoscopic oophorectomy procedure. It was reported that the instrument locked out- it would not fire when it was positioned between the jaws. The case was completed with another device and there was no consequences to the patient.